Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of a sphere-9 catheter, the device became trapped in the tendineae of the tricuspid valve. This required removal of the catheter  through the use of an additional sheath and retrieval device. The catheter was replaced and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: images were returned and analyzed for afr-00001 catheter with lot number 0229796278. Multiple images were returned from the field. The images showed a damaged catheter where the sphere was disconnected from the shaft. An image also showed a small tool which was used to grab and remove the sphere. In conclusion, the reported "entrapment" issue was observed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0229796278 was returned and analyzed. During external visual inspection, the catheter was found to be damaged. The entire shaft was broken off at the end of the handle. The catheter was not able to be functionally or electrically tested due to the shaft being broken off. In conclusion, the reported event of "entrapment" could not be tested in the lab. The returned catheter failed the returned product inspection due to the condition it was returned in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5 - event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the entrapment occurred prior to any ablations. The procedure was completed with pulsed field ablation and radiofrequency (rf).